Event description:
It was reported that the arctic sun device had a water cooling malfunction. Per review of wo on 20nov2023, there was no patient involvement. As per follow up information received on 15dec2023. The device serviced at customer site. The problem was water is not cooling. However there was not chiller system. Only mixing pump was not working. ¿ replaced mixing pump assy. Used another system. No patient involved.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Confirmed mixing pump problem. Replaced mixing pump. Device passed all testing after repair. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a water cooling malfunction. Per review of wo on 20nov2023, there was no patient involvement.